Event description:
It was reported that there was farfield oversensing on the atrial lead. The atrial lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4968-35 implanted: (B)(6) 2010. (B)(4).